Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: no defect was found. The pump history shows a replace cartridge alarm on (B)(6) 2017 11:42; the next prime was recorded on (B)(6)2017 16:09. Pump was then manually suspended on (B)(6) 2017 16:09 & manually resumed at (B)(6) 2017 11:47. Black box shows a replace cartridge alarm was recorded on (B)(6) 2017 01:51; deliveries resumed at 08:20. Pump was manually suspended on (B)(6) 2017 17:20 followed by a por; deliveries resumed at (B)(6) 2017 18:30. Manual suspend on (B)(6) 2017 21:32 & manual resumed at 21:57. Replace cartridge alarm on (B)(6) 2017 20:58; deliveries resumed at 23:20. Manual suspend on (B)(6) 2017 08:13 & manual resumed at 11:50..#4. Replace cartridge alarm on (B)(6) 2017 17:29; deliveries resumed at 18:14. Pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u.the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately.. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming settings).

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a history settings issue. The reporter stated that the patient was taken to the hospital by a family member for high blood glucose (bg) and when the patient arrived to the hospital their bg was 776mg/dl and was admitted with diabetic ketoacidosis. The patient was treated with insulin via injection and IV fluids and insulin through drip. The patient had an endoscopy done due to vomiting and was diagnosed with either a yeast infection or severe acid reflux. The patient was given protonix while admitted. Customer support (cs) completed troubleshooting and the reporter stated that the bg was high so they took the patient off pump using a sliding scale and the hospital told them the sliding scale they had was not enough insulin. Further troubleshooting indicated that the basal/temp basal settings and bolus settings were incorrectly programmed. There was a change in pain level and the basal delivery totals in tdd do not match, variation due to known cause of cartridge change. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrectly programming settings.